Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of 3.40 ng/ml vs. An expected result of <0.012 ng/ml was obtained. The higher than expected vitros tropi es result was reported from the laboratory; however, a corrected report was issued upon retest of the sample. No treatment was altered, stopped or initiated as a result and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. Within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation confirmed that the sample was not processed in accordance with the sample collection device manufacturer's recommendation. Therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. A definitive root cause for the event could not be determined.